Event description:
The customer alleged that while in use on a patient, the 840 ventilator failed to cycle. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. Customer support engineer did review the error log and could confirm an error code to substatiate the customer's report. There was no report of any patient harm or injury.